Manufacturer narrative:
During a batch record review it was noted that reject gate jams were an issue whilst this batch was being manufactured. A site investigation was open but, is now closed. A photograph was received in relation to this complaint confirming the product/ lot information and the complaint issue. The potential root causes were found to be were found to be that at the time of manufacture the pad cutter blade was not changed on a regular basis. A corrective action/preventive action has been initiated to capture the cutter blade and frequency of change. Another potential root cause has been identified that skewing of the dressing after the inspection of the vision system could occur if the dressing has lifted at a corner the dressing could catch on the nip rollers and cause it to skew and be processed through the secondary pack process. Another potential root cause was that reject gate issue were identified during the manufacture of the complaint sachet however there are no documented recordings on which gate was affected and what was done to rectify the issue. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   FDA registration number :(B)(4).

Event description:
It was reported upon opening a 10x10cm aquacel ag extra dressing, the dressing seated in the packet was not correctly orientated and as a result appears to have been heat sealed in the packet rendering it unsterile. Photos depicting the reported complaint issue were provided by the complainant.